Event description:
It was reported that during a procedure, the unit had an error message. It was noted that the device was tested before ablation and was working normally. The unit had been turned on. Before placing the probe, several CT scans were necessary to determine the exact position. Once the position was known, the probe was placed in the patient's liver and ablation was to begin. The sodium chloride bag and tubing were installed, the probe connected, the pump turned on for the cooling fluid. The time and watts were then set (100w and 3.30 min) and pressed to start. After 1 sec, the error message came with a red exclamation point "general warning - the generator had an error". Turned the generator off and restarted it. The same error message came back after 1 sec. The generator was then turned off again and waited for 10 min as recommended, but the same error message was displayed. The process was repeated it again after 10 min and checked all cable connections, unplugged and reconnected but still the same. Ablation could not be performed. The patient was already under general anesthesia when the defect occurred. The probe was also already placed in the patient¿s liver. The procedure was rescheduled 2 weeks after using loaner device and could performed without any issues. Patient had to be re-anaesthetized and additional CT scans were required to plan the correct probe position.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
D10 concomitant product: cart1, cart1 ablation cart x1 (lot#ca0250). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, the unit had an error message. It was noted that the device was tested before ablation and was working normally. The unit had been turned on. Before placing the probe, several CT scans were necessary to determine the exact position. Once the position was known, the probe was placed in the patient's liver and ablation was to begin. The sodium chloride bag and tubing were installed, the probe connected, the pump turned on for the cooling fluid. The time and watts were then set (100w and 3.30 min) and pressed to start. After 1 sec, the error message came with a red exclamation point "general warning - the generator had an error". Turned the generator off and restarted it. The same error message came back after 1 sec. The generator was then turned off again and waited for 10 min as recommended, but the same error message was displayed. The process was repeated it again after 10 min and checked all cable connections, unplugged and reconnected but still the same. Ablation could not be performed. The patient was already under general anesthesia when the defect occurred. The probe was also already placed in the patient¿s liver. The procedure was repeated some other time.